Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was high as it gradually increased to 1024 ohms during the week of (B)(6) 2015. Impedances continued increasing to 1440 ohms during the week of (B)(6) 2015. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pacing impedance rising from a 300-400 ohm trend during the week of (B)(6) 2015 to 1440 ohms during the week of (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a high impedance spike with a gradual impedance increase after the spike. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).